Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported their aligners cutting into their gums and they are super tight anc causing their gums to turn white. Patient's upper and lower aligner fit are with in normal limits, blanching is present. Provided information on blanching during treatment and hh tips. Requested updated photos after trying hh tips and if fit is more comfortable. Advised to also try next step aligners to see if they are more comfortable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.